Event description:
It was reported that the patient received multiple inappropriate high voltage therapies due to an svt with concurrent, intermittent, atrial undersensing. The device was reprogrammed and remains implanted. The patient was in good condition following the event.